Event description:
The customer reported eleven false positive results with the binaxnow covid-19 ag card on multiple dates in october, 2021 on kitted nasal swabs. This report is for patient seven of eleven and lot 165611 (total quantity 1). The patient was tested with the binaxnow covid-19 ag card (B)(6) 2021. Which generated a positive result. Confirmation pcr testing was performed the same day (platform:perkinelmer) on a nasal which generated a negative result. The patient was asymptomatic. No serious injury, medical intervention or treatment decisions occurred as a result.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 165611 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 165611 and device part number 195-430h / lot 153309. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 165611 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Related MFR report numbers: 1221359-2022-01898 through 1221359-2022-01908.